Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "linting" (foreign material present in device). The customer reported lint present in the custom pak. No patient impact was reported. Additional follow-up information has been requested.